Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. A jetstream® atherectomy catheter was being used for a treatment procedure within the superficial femoral artery (sfa). During use the catheter got stuck on the non bsc guidewire. The device was removed and the procedure was completed with a different treatment. No patient complications were reported and the patient was reported to be good post procedure.